Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the origin of the left anterior descending coronary artery, with no predilation performed to the target lesion. It was not possible to cross the target lesion and during repeated attempts to cross, the guide catheter suddenly became disengaged from the coronary artery. As a result, the stent dislodged from the stent delivery system and moved into the left main artery. The physician did not follow the instructions for predilaton of the target lesion. The pt went to surgery for bypass and successful removal of the stent. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.